Manufacturer narrative:
The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal spell and presented in the emergency room. Upon investigation, there was a supraventricular tachycardia (svt) episode that was clearly ventricular tachycardia (vt), but the implantable cardioverter-defibrillator failed to deliver therapy. The vt episode was the cause of the patient's syncopal spell. Programming changes were made, and the physician admitted the patient. The device was later explanted and replaced on (B)(6) 2020. The patient was well post-operation.